Event description:
It was reported that the vns patient had the generator replaced due to an "adverse event and the leads were inverted". Attempts to obtain additional information from the surgeon regarding the surgery have been made, but have been unsuccessful to date. The explanted generator has been returned to manufacturer and is pending the completion of product analysis. The lead remains implanted and connected to a new generator.